Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual evaluation of the product could be performed. There was no report of a device performance allegation. Surgical intervention is acknowledged within the dfu and is not related to off label use or failure to follow instructions. The evidence from the product record review did not identify a potential product quality issue or new patient harm. It can be concluded that the product operated as intended with no issues; therefore, a conclusion of no problem detected was assigned to this investigation.

Event description:
It was reported that a patient underwent a tactra device revision surgery for unspecified reasons. The device was explanted and replaced with an inflatable penile prosthesis (ipp). No additional information was provided.

Event description:
It was reported that a patient underwent a tactra device revision surgery for unspecified reasons. The device was explanted and replaced with an inflatable penile prosthesis (ipp). No additional information was provided.